Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the initial implant, impedances were greater than 4000 ohms. The physician implanted a second device. The impedance check was normal. There was no pt incidence.